Event description:
65 year old male transferred from another hospital with severe (lt) main coronary artery stenosis. Underwent a cabc x 6 on 07/2/97; re-exploration for bleed 07/03/97. On 07/06/97, pt was receiving diprivan via imed pump. The imed pump with vtbi as in "d" channel "o" and a new bottle of deprivan was hung. The bottle was changed "d" pressed on pump and the "pause". Approximately 7 to 11 minutes later, the nurse re-entered the room and found the new bottle empty. Pt bp drastically dipped to 70's and dopamine was administered to increase bp back to 90's. Vs remained stable thereafter.